Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported sys error 322 which was not reproduced. Sys error 322 was confirmed through the event history log and was caused by a failed upper link switch. The upper auxiliary was replaced to correct this condition. Sys error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue. The software was upgraded per the approved remedial action activities.

Event description:
It was reported that a spectrum pump displayed sys error 322. It was also reported there was no pt injury.